Manufacturer narrative:
Part number:310.65; synthes lot number: um21609; supplier lot number: n/a; release to warehouse date: 28apr2003; expiration date: n/a; supplier: unique instruments, inc. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The instrument(s) was not returned, and instead the investigation will be done based on the supplied image(s). The image(s) was reviewed and the complaint condition for broken could be confirmed as the image provided shows the breakage at the distal tip of the device. As the instrument(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues, or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending, and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective, and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date that the drill bit was damaged and broken. This report is for one (1) 3.2mm cannulated drill bit/qc 170mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was completed: upon visual inspection, it is observed that the device's distal flute section was broken off and broken fragments were not returned. Dimensional inspection was not performed due to post manufacturing damage. The relevant drawings were reviewed; no design issues or discrepancies were found during this investigation. The complaint is confirmed. While a definitive root cause could not be determined, it is possible that the rough handling of the device might have contributed to the complaint condition. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.